Event description:
Anastomosis created with the car device dehisced 4 days after the procedure. The pt was taken back to the or where hartman procedure was performed. After few days, the pt suffered a myocardial infarction and died.

Manufacturer narrative:
The data reported herewith is initial. Additionally, the device was not returned to the manufacturer for investigation. No further data that would enable investigation of the event is currently available, as the operating surgeon is expected to be back in the hospital only in the middle of august and will be able only then to provide the details related to the event, the device, and the pt's medical condition. A follow-up report will be provided as soon as the data related to the event is available and investigated. It should be noted that anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. Leakage generally requires surgical intervention and can lead to significant short term and long term morbidity with impaired quality of life and bowel function. Leakage is also associated with an increased risk of postoperative mortality. Yet, the current cumulative leak rate found with the use of the car 27 device (in over 2000 procedures worldwide) falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomoses. Thus, based on the safe performance profile of the device, and until additional data is available, no corrective or preventive actions were found to be necessary.